Event description:
During a bypass the pumphead decoupled. Pump interface was changed out. No further complications occurred. No patient injury occurred as a result of this event. No further details or pt info is available.